Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected to a drawer. Drawer 5.1 was not detected on bus. A field service engineer (fse) found that drawer 5 half height had failed, with no lights on the interface board. The 5.2 drawer board failed the ohms test, so both boards were replaced and all connections were secured. The firmware in the hardware test application was updated, and the unit tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not connecting to a drawer. When the user attempted to recover the storage space, the system displayed the message device not detected on bus for each cubie on drawer 5.1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.